Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).

Event description:
It was reported that the device cut inconsistent skin thickness during surgery. Surgery was delayed for 5 minutes. There was a patient involvement and there was a patient harm/injury associated with the report. Additional surgical procedure was required to obtain multiple grafts for the patient.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the device cut inconsistent skin thickness. On (B)(6) 2016, it was clarified that the issue occurred during surgery with an extension to the procedure of 5 minutes. The graft harvested was inconsistent, but it was able to be used with assist from another device. There was medical intervention or additional procedures required since there were additional grafts taken and the surgical technique for the product was utilized. The blade was properly placed and the dermacarrier was at room temperature. The device was not repaired by anyone other than zimmer biomet. The customer returned an air dermatome device, serial number (B)(4). For evaluation. The customer also returned a hose, screwdriver and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(4), 2012 where it was reported that the device will not cut smoothly, skips and the ball detent, damaged head, damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring were replaced. This is not a related issue. Initial qa inspection of the air dermatome on (B)(4) 2016 revealed minor cosmetic damage to the hand piece including nicks. The thickness control lever operated as intended. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade, serial number 10, was flush with the control bar. The safety switch operated as intended. The device was tested under the stroboscope it #929 with the qa test hose and the motor operated within motor speed specifications. The device was tested with the customer's hose and operated within motor speed specifications. There appeared to be no apparent damage to the customer's hose. There were nicks to the leading edges of the width plates and signs of over-tightening. Repair of the air dermatome was performed by zimmer biomet surgical on july 19, 2016 which included replacement of the damaged control bar, thickness lever, reciprocating arm, neck, bearings, seal and retaining ring, throttle lever, motor, swivel, poppet assembly and width plates. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since the service technician was unable to reproduce the reported event during evaluation of the product, it cannot be determined from the information provided if the reported issue occurred during use by the customer. While the service technician was unable to reproduce the reported event during evaluation of the product, it cannot be determined from the information provided if the reported issue occurred during use by the customer. Therefore, based on the information provided, a specific root cause of the reported event cannot be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device cut inconsistent skin thickness during surgery. Surgery was delayed for 5 minutes. No adverse events were reported as a result of this malfunction.